Manufacturer narrative:
The lead was returned for analysis. The most distal electrode and the lead body at the tip were missing. The conductor wires were exposed and high magnification imaging showed the wire strands were necked and fractured. An insertion needle likely dragged across the surface of the lead during lead withdrawal, which led to the needle catching onto the distal electrode and resulting in fracture of the device.

Manufacturer narrative:
Analysis of the device is currently in progress. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the implant procedure, the physician encountered some resistance while placing the lead due to scar tissue, potentially resulting in the detachment of one electrode. There were no injuries to the patient and the physician decided to leave the detached electrode in place. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective pain relief.